Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. A visual inspection was performed and it was observed all the components are assembled properly . An inflation/deflation test was performed. It was noticed the cuff held the air, the cuff was left inflated 2 hours according to process instruction. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device cuff was found to be leaking post intubation. The customer had tested the cuff prior to intubation and there was no air leak. The tube was placed and the cuff inflated and immediately it was noted that the cuff would not stay inflated. The tube was changed to another tube with no problem with no effect on the patient.